Event description:
A false negative advia centaur total hcg patient result was obtained and upon retest three results were positive. The laboratory has four advia centaur xp systems and the problem occurred on two of the systems on different days with four samples. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant total hcg results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant total hcg results is unknown. No further evaluation of the device is required.